Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant during a transcatheter aortic valve implantation using a flexnav delivery system. The patient had a horizontal aorta. The native aortic annulus diameter was 23.1mm. It was reported that there was severe calcium to allow anchoring of the device in the opinion of the user. The right femoral artery was use as access for the delivery system, and there was severe tortuosity. A pre-implant balloon aortic valvuloplasty was performed with a 20mm non-abbott balloon. At first attempt of valve deployment, the valve was extremely underexpanded. The valve was resheathed and deployed again. The valve was still underexpanded but less so than before. The starting implant depth at deployment was 0mm. The valve was released, and there was tension in the delivery system at the time of final deployment. The final implant depth at release was 5-6mm. After a couple of heartbeats, the valve migrated above the annulus while part of the valve at the left coronary cusp (lcc) remained within the annulus. The cause of the migration was believed to be partially due to the valve underexpansion, partially due to tension in the delivery system and the nosecone pulling up. A 23mm non-abbott valve was loaded and implanted below the navitor valve. The patient remained stable throughout the procedure and was transferred to the ward without clinical impact.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration and valve underexpansion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a horizontal aorta. There was severe calcium to allow anchoring of the device. The right femoral artery was use as access for the delivery system, and there was severe tortuosity. A pre-implant balloon aortic valvuloplasty was performed with a 20mm non-abbott balloon. At first attempt of valve deployment, the valve was extremely underexpanded. The valve was resheathed and deployed again. The valve was still underexpanded but less so than before. The starting implant depth at deployment was 0mm. The valve was released, and there was tension in the delivery system at the time of final deployment. The final implant depth at release was 5-6mm (deeper than recommended depth). After a couple of heartbeats, the valve migrated above the annulus while part of the valve at the left coronary cusp (lcc) remained within the annulus. The cause of the migration was believed to be partially due to the valve underexpansion, partially due to tension in the delivery system and the nosecone pulling up. A non-abbott valve was loaded and implanted below the navitor valve. Based on available information, the cause for the reported device migration appears to be related to a combination of patient conditions (horizontal aorta) and procedural conditions (due to valve underexpansion, tension in the delivery system, and interaction of the nosecone pulling up). However, a cause for the reported valve underexpansion could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.